Event description:
The MFR rec'd returned infusion pump with no info regarding the reason for explant and return or the pt status. The returned pump was programmed to stopped pump mode - "off state" and the drugs programmed were morphine and bupivicaine. Additional info has been requested from the pt's physician and a follow up report will be sent when new info is received.

Manufacturer narrative:
Final device analysis revealed - no anomaly found, normal device function.